Event description:
Report 5 of 10: it was reported while using bd vacutainer® push button blood collection set, 1 device had holes in the tubing causing blood leakage. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.2. Additional medical device types: jka. D.3 common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: b.3 date of event: 12-nov-2025 investigation summary: bd received 5 photos for investigation. Evaluation of the photos indicated damaged tubing. Additionally, ten retained samples were visually inspected, and no damaged tubing was found. A review of the device history record indicated a quality notification was raised for this issue. However, product was dispositioned according to procedure and lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: damaged. Bd has initiated further root cause investigation relating to the issue of holes in tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 5 of 10: it was reported while using bd vacutainer® push button blood collection set, 1 device had holes in the tubing causing blood leakage. There was no health impact or consequences reported.